Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was missing data. Data was present in the cloud for investigation, found loss of connection greater than 3 hours within the investigation window, the confirmation of the allegation was confirmed. The probable cause could not be determined. The reported event of the receiver missing data is reportable based on the finding of signal loss greater than three hours. No injury or medical intervention was reported.